Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 40 mg/dl. Customer assisted with troubleshooting. Customer reports they did not receive a sensor updating not available alert. Customer reports they did not receive a calibration not accepted alert. Customer reports consecutive sensor alerts with different sensors. Customer was able to run test on transmitter. The sensor will be and other devices will not be returned for analysis.